Event description:
On (B) (6), 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter is giving inaccurate erratic readings of "143, 117, and 112 mg/dl." The reported results were taken within 20 minutes of each other. On may 5, 2010, this medical surveillance special was obtained to clarify info obtained during the initial phone. The pt manages her diabetes with diet and exercise and tests her blood glucose at least 3 times per day. When the pt's blood glucose is between 80-100 mg/dl before she goes to bedtime, she manages diabetes by taking food/drink. On (B) (6), 2010 at around 11 pm, the pt tested her blood glucose before bedtime and obtained a reading of "175 mg/dl," which the pt felt was inaccurately high. The pt did not take any food per lfs meter reading and went to bed. One hour later, the pt woke up and was feeling confused, sweaty, and shaky. The pt tested at "43 mg/dl" on the subject meter and administered self treatment with orange juice and crackers. The symptoms abated within one hour. During troubleshooting, the csr noted that the alleged readings of "143, 117 and 112 mg/dl" were within the expected value of <= 20% and/or <= 20 mg/dl. The complaint is being reported because the pt claimed she experienced symptoms that can be associated with hypoglycemia one hour after receiving an alleged inaccurate high reading on the lfs meter. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.